Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep met with the patient on (B)(6) 2025 for spinal cord stimulation (scs) aftercare and the patient reported problems for two and two and a half years since the first implantation took place in 2023 (it was noted that no further surgeries had been performed since then). The patient claimed to have a heating sensation around the ins randomly during the days for up to about 30 minutes. During that time, the skin around the ins also got red. This was able to be confirmed by the patient's spouse, but the rep could not reproduce the situation at their meeting with the patient. Additionally, the patient claimed that the stimulation turns off after recharging when disconnecting the recharger from the patient controller. The patient also claimed that the patient controller randomly freezes during use and that stimulation turns off at the same time. It was noted that both the patient controller and recharger had already been replaced once in the last two years; however, the problems went unchanged with the old and new devices. Only charging the ins worked reliably. No error messages or warning were displayed on the clinician tablet, except for a one-time deep discharge of the ins. There was a unclear/cryptic message that appeared in the patient controller information screen with a pt02 error code. The rep provided a photograph of the patient controller showing this screen. The rep also sent a session report that showed normal impedance. Additional information was received from the rep. A data report that the rep downloaded from the ins was provided. It was reported that all these cases occurred sporadically and without a recognizable trigger. It was noted that the stimulator had warmed up about 10 times in the last two years. Patient allergies were not known, but the patient did have pressure in the area of the ins. The rep assumed that this was more of a surgical/nerve problem triggered by the implant and not a momentary problem with the ins. It was noted that stimulation could easily be switched back on again with the patient controller, but it wasn't simply that stimulation was turned off but instead that stimulation intensity was reduced to zero and the patient then had to turn intensity back up by hand. Additional information was received from the rep. It was re ported that the problem was discussed with the manufacturer's technical services, but no further troubleshooting was done with the patient. If there is no further information that comes, the plan was to replace the ins. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: please note, as new information reported that there was no current plan for any surgery, the event no longer meets the definition of a serious injury. The event remains a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that there had been several discussions held between the healthcare professional (hcp) and the patient to obtain more details about the problem. Since the hcp was unable to confirm the heat problem from the outside, they did not want to replace the ins. In addition, the patient currently wanted to lose a lot of weight, and since surgery may end up being necessary anyway to reposition the ins, the patient did not consider it important to find a surgical solution at this time. Since then the rep had not heard about the patient from the hcp anymore. No surgical intervention occurred or was scheduled and the ins was still in use.